Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pgyf, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient reported that she went to the emergency room on (B)(6) 2015 and was diagnosed with a bladder infection. She was in the hospital for two days, then got sick in the night and was taken by ambulance back to the hospital. The patient noted it had turned into a kidney stone and she was in the hospital for four days total. She was prescribed antibiotics, starting at 300-350 mg and then 750 mg. The patient also indicated that she had to provide urine which was very difficult; they had to do it for her. The patient's indication for use is noted as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow up has been attempted to obtain additional information about patient outcome. If additional information is received, a supplement will be sent.

Manufacturer narrative:
(B)(4).